Event description:
The customer reported non-reproducible troponin I (access accutni+3) and access creatine kinase-mb (access ck-mb) results involving the access 2 immunoassay system serial number (B)(4) for four (4) patient samples. This report addresses the non-reproducible elevated access accutni+3 results obtained on (B)(6) 2015 for one patient (designated as patient (B)(6)). The customer did not repeat the patient sample. Subsequent access accutni+3 samples were run on an alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and the results were lower, within the customer's established normal reference range. The initial, elevated result was released from the laboratory. There was no change or impact to patient care or treatment. MDR 2122870-2015-00208 addresses the non-reproducible access accutni+3 and access ck-mb results obtained on (B)(6) 2015 for one patient (designated as patient (B)(6)). MDR 2122870-2015-00210 addresses the non-reproducible access accutni+3 and access ck-mb results obtained on (B)(6) 2015 for one patient (designated as patient (B)(6)). MDR 2122870-2015-00211 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for one patient (designated as patient (B)(6)). Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. Quality control (qc), calibration, and system check were all performing within the assay's and instrument's specifications at the time of the event. The patient samples were collected in lithium heparin plasma tubes and were centrifuged for five (5) minutes at 3000 revolutions per minute (rpm). No issues with sample integrity were reported by the customer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted air bubbles in the precision pump due to worn out precision pump seals. The fse replaced the upper and lower precision pump seals. The fse performed a passing system check and high sensitivity system check. All verification testing passed within published performance specifications. In conclusion, the precision pump seals were allowing air to enter the system. A hardware malfunction is the cause of the non-reproducible access accutni+3 and access ck-mb results. All MDR's associated with this report: 2122870-2015-00208, 2122870-2015-00210, 2122870-2015-00211. (B)(4).